Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms / damaged connector) was confirmed. Upon evaluation, the trunk cable connector was cracked and the white (drvn gnd) wire was open inside the trunk cable. The cause of the alarms is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms and had a damaged connector.